Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis revealed that during normal operation an event caused a transient high current condition on vdd resulting in a momentary decrease in voltage vdd supply. When this happens the glitch detection circuit generates a reset pulse to the microprocessor commanding a power on reset firmware operation.